Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found "reservoir vol. Changed from 9 ml to 20 ml and pca doses changed from 10.8 ml to 20 ml, a value above the soft max of 0 ml." Visual inspection, functional check, and three separate delivery accuracy testing were performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed, and all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. Furthermore, the pump performed pca dose delivery by using the customer's returned program and remote dose cord which pca doses was set to 20 ml. No problems were found with pump or the returned remote dose cord. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd solis hpca pump was "not infusing correct doses but continues to infuse doses and will not stop unless press stop button". No reported adverse effects.